Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed. The top case was a counterfeit product. The pump also had a cracked battery door. There was nothing in the alarm history pertaining to the customer reported problem. Multiple flow and delivery tests were performed on the device. The motor rate error was not replicated. The issue with the syringe clip pulling out hard was verified however. With respect to the verified issue, the problem was coming from the gasket on the counterfeit case. User interface was identified as the root cause of the product problem. To address the product problem the investigator replaced the following components: top case (for the ear clip issue), battery and battery door, as well as the worm coupling and gear (as a preventative measure for the reported motor rate error). These aforementioned parts were over 7 years old. Following the repairs, the pump passed all the functional and delivery tests.

Event description:
It was reported that the pump presented with a motor rate error and the syringe clip pulled out hard. There was no patient involvement.